Manufacturer narrative:
Per the customer, all samples are centrifuged and an aliquot is used for analysis. No additional sample or centrifugation information was provided. Level 1 and level 3 accutni qc were within customer's established ranges on the date of event. Acutni calibration on (B)(4) 2011 and a system check performed on (B)(4) 2011 passed. The customer was advised that the issue could be due to both preanalytical factors and instrument issues. Service was not dispatched for this event. A clear root cause could not be determined for this event.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining an erroneously elevated troponin (accutni) result within the risk stratification range for one (1) patient. The result was generated by an access 2 immunoassay analyzer, used in conjunction with access accutni reagent (lot 023756) and access accutni calibrators (lot 018864). The erroneous result was not reported out of the lab. Subsequent testing generated results within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.